Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a message that the cassette is not properly installed. There were no injuries or adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed the pump displayed an occurrence of "pump setting and patient data lost" alarm, but no record of the reported issue of "cassette not attached properly." Visual inspection showed the pump was in good condition. During the investigation the pump passed functional testing and the reported problem was not able to be duplicated. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating there was no patient involvement; issue was found during regular preventive maintenance.